Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a problem with high blood glucose levels and bent cannulas. The customer's blood glucose level was 400 mg/dl. The customer's symptoms included feeling sick and vomiting. The customer stopped using the insulin pump. The customer's infusion sets were replaced, however nothing was returned for analysis.